Event description:
Caller reported lancet protruding from multiclix device cap. No adverse event reported. Drum not available for return. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.